Event description:
One device was returned for analysis. During inspection, a detached downstream occlusion (dso) seal was found. This indicates that seal integrity has been compromised and is a reportable malfunction. There was no patient involvement.

Manufacturer narrative:
One device was received for analysis of complaint that "the key run inside." Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed. Found detached downstream occlusion (dso) seal. This indicates that seal integrity has been compromised and is a reportable malfunction. The complaint was not duplicated. The dso seal was replaced. After the repair the device must pass all functional tests before it will be shipped back to the customer.